Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. Technical services (ts) was consulted and explained no noise was present and no oversensing was seeing. Ts noted high capture thresholds. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range. Technical services (ts) was consulted and explained no noise was present and no oversensing was seeing. Ts noted high capture thresholds. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range. Technical services (ts) was consulted and explained no noise was present and no oversensing was seeing. Ts noted high capture thresholds. The lead remains in service. No adverse patient effects were reported. Additional information was obtained the device was reprogrammed to unipolar pacing sense only.